Manufacturer narrative:
(B)(4). The device was returned with the jaws damaged, stuck closed with thick tissue in them. In addition a trocar was in the device shaft. The device was connected to the generator and it was recognized. Because the jaws were damaged not all functional testing could be performed with the generator. As thick and fibrous tissue is stuck in the jaws, care should be taken to let the tissue denature prior to I-blade advancement and not excessed the grasping capacity indicated in the IFU.

Event description:
It was reported that the enseal device was hung up inside the trocar. The device was swapped out with an alternate like device and gyn procedure was completed with no patient consequences reported.